Event description:
Significant force was required to retract the delivery system jacket. The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Stents deployed in both limbs to improve flow. The contralateral wire could not be advanced.